Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the catheter (n491607002) revealed a material failure of the sutureless connector.

Event description:
A defect in the 8780 pump connector was reported. The pump connector piece had a tear in the polyurethane. A revision was required. The pump segment of the 8780 catheter was removed as the collect connectors had already been connected. It was replaced by an 8784 catheter. There were no patient symptoms of complications associated with this event. The pump contained morphine.